Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the prod.

Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.